Event description:
Upon review of (B)(6) male patient's flag files, zoll customer support reported a code 107 (abnormal shutdowns). The patient was contacted and provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. The cause for the abnormal shutdowns was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.